Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log files showed a loss of power from the mobile power unit.

Manufacturer narrative:
Section a2: corrected. Manufacturer's investigation conclusions: the reported event of no external power alarm was confirmed via log file analysis. Data on 19jan2024 was reviewed. The event log file revealed a low power hazard/no external power alarm event was captured on (B)(6) 2024 at 7:05:08 relating to a loss of power from the mobile power unit. The system reverted to the internal 11v backup battery for power and was not affected by the loss of power. Power from the mobile power unit was restored at 7:05:13, which cleared the alarm. Attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause of the no external power alarm event captured in the log file could not be determined. Heartmate 3 patient handbook rev g cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes ¿connect power¿ alarms. No external power alarm 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Low power alarm 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. Under section 3, ¿switching power sources¿, describes steps for exchanging between power sources (mobile power unit and batteries). Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. No further information was provided. The manufacturer is closing the file on this event.